Manufacturer narrative:
Per customer, the ion-selective electrode (ise) drain was full and it spilled on the floor. The customer performed monthly maintenance prior to the event occurring and found that the tube 15 was pinched, service was not dispatched; however, service assisted the customer over the phone to inspect the ise isolation drain tubing. Instrument functioning properly.

Event description:
A customer contacted beckman coulter inc. (Bci) to report ion-selective electrode (ise) drain overflowed. The spill was from the flowcell drain and did not pose hazardous condition to the lab or any laboratory employee.